Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's was only delivering approximately 75% of the requested insulin. The customer's blood glucose (bg) level was 350 mg/dl with a small level of ketones. A nurse administered intravenous fluid and a correction bolus via the pump were used to address the high bg level. Tandem technical support performed troubleshooting with the customer and the pump was found to be functioning as intended. Reportedly, the customer changes the insulin every 72 hours instead of 48 hours.

Manufacturer narrative:
Correction: (B)(4).